Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to movement of the device. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility and will not be returned.